Event description:
As reported by the edwards clinical specialist, at the end of the procedure, and during the removal of the 22fr sheath, the physician felt a pop under fluoroscopy and a simultaneous contrast injection revealed the right external iliac had ruptured. Case summary: the patient underwent a percutaneous transfemoral valve implant procedure via a right femoral artery (rfa) approach. The 22 fr sheath was inserted with moderate force into the rfa. Upon slow removal of the sheath post procedure, the physician felt a pop under fluoroscopy, and a simultaneous contrast injection revealed the right external illiac had ruptured. The introducer was immediately placed back into the sheath and the sheath was re-advanced across the rupture to tamponade the flow. The aorta was immediately occluded with a balloon catheter and another balloon catheter was used in the cross over technique to occlude the rfa for repair. Since the patient was stable, a very small amount of intra-operative pressor support was required and two stents were deployed. The vessel was then further post dilated. The sheath was then slowly removed, however the perclose closure device failed and hemostasis was not achieved. Another balloon catheter was used to occlude the vessel so a surgical repair could be performed. The arteriotomy site was pulled over the previously placed stent and 1 stitch was placed to achieve closure. The patient was moved to recovery and was noted to be in a stable condition.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site; however, per report, there was no device malfunction. A device history review (DHR) for the sheath set was performed and all manufacturer's specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the right access site diameter was 7.4mm and per report, the vessel was both mildly calcified and mildly tortuous. In addition, the vessel diameter for the reia was 7.99mm and did not appear to be calcified. With the information provided, the root cause for the reported rupture of the right common iliac cannot be determined; the vessel size was appropriate and per report, the calcification was only mild. No further actions are possible at this time.